Manufacturer narrative:
Additional information: g3, h3, h6 based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, specifically mishandling the device. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/15/2024, it was reported by a sales representative via (B)(4) that an abs-10061t arthrex angel® prp kit was bent and stuck, unable to be used as intended. This occurred during a case with no adverse effect on the patient.